Manufacturer narrative:
Product event summary: analysis confirmed the reported event; lem (link electronic module) printed circuit board assembly found out of electrical specification. Analysis also found four hinge plate screws were missing. Display would not stay up due to the lower display hinges being out of mechanical specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the programmer will no longer power up. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.